Manufacturer narrative:
(B)(4). Method: the two complaint mr290 autofeed humidification chambers were returned to fisher & paykel healthcare in (B)(6) for evaluation and were visually inspected. One device was from lot number 131021, manufacture date 21 october 2013 and the other was from lot number 131106, manufacture date 6 november 2013. Results: the visual inspection revealed a break in the feedset tube at the connection to the chamber dome for both devices. The surface at the break was rough (not smoothly cut). A lot check revealed no other complaints of this nature for either lot number. Conclusion: we are unable to determine the cause of the reported fault. We have conducted extensive testing of the mr290 chamber, with particular emphasis on feedset breaks. Significantly we have not been able to replicate failure of the feedset tube at the chamber dome in any of our testing. The specification for the chamber requires that the feedset tube should have a breaking strain of (B)(4) newtons. During production, pull testing of the feedset strength at both spike and dome end is performed every hour on mr290 chambers from each production line. If any product fails this test, the whole batch is placed on hold for investigation. Additionally all chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Chambers that fail any of these tests are discarded. This suggests that the damage occurred after the product was released for distribution. The user instructions that accompany the mr290 state the following: -set appropriate ventilator alarms. -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient.

Event description:
A hospital in (B)(6) reported via our distributor that a leak occured in the feedset of two mr290 humidification chambers. This was found prior to patient use.